Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/2/2019. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Potential cause: complaint for gel bleed was not confirmed. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) of lot number 6993115 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with two mentor 325cc memorygel breast implants and suffered bilateral grade iii capsular contracture with right sided gel bleed postoperatively. As a result, the patient had the devices removed and replaced with 275cc mentor memorygel breast implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4). This report relates to the right prosthesis. See 1645337-2019-12096 for contralateral prosthesis report.